Event description:
It was reported by the rep that the (2) hp052 were used during a laparoscopically assisted vaginal hysterectomy procedure. It was reported that the surgeon started the procedure and the cord would not work. A second device was used and it broke during insertion. The case was completed with an old harmonic scalpel cord. There was no pt consequence.